Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that while prepping for surgery, the new generator showed 5-11% battery remaining upon the first interrogation and continued to show 5-11% for two hours. The battery came back to full 100% capacity and no issues were seen and it was ultimately implanted at a later date. It was noted that the generator was stored in the representative's car the night prior to when ifi was seen and it was reported to be very cold that night. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.